Event description:
It was reported that at the end of the implant procedure it was necessary to reposition the lead because it had moved a little bit during the slitting, however it was impossible to re-introduce the stylet into the lead after having cut the catheter. The lead was then removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that all conductors were distorted. It was also noted that there was blood/body fluid on all conductors (not obstructed) and the lead appeared to have been damaged at implant.